Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer was about to disconnect transfer set from headset using the luer connector the whole headset with cannula came off. The only thing that was left was the self-adhesive plaster. Customer alleges this was because of poor product quality. No adverse event alleged. Device not available for return.